Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 574mg/dl. The customer had symptoms like thirsty, stomach pains, and urinating a lot and treated with manual injection. Customer¿s current blood glucose value was unknown. Customer alleges pump was under delivery .troubleshooting was performed for high readings. The product was returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Device received with corroded battery tube noted.